Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed was failed to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. The field service engineer (fse) arrived at the med station and found that there was no hardware failure initially. However, upon reviewing the medstation performance analysis report, it was found that drawer 4.2 had experienced several failures. Upon examination, the fse discovered that the plunger spring for the latch solenoid was broken. The spring and plunger were replaced, and the drawer was tested for proper operation using the hardware test application self-test. The drawer passed the hardware test application self-test successfully. The system functioned as intended after the field service engineer repaired the device.